Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of sinus issue and sinus infection. There was no report of serious injury or harm. There is no medical intervention was specified. This notification was reviewed for information received that a patient alleged sinus issue and sinus infection. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of sinus issue and sinus infection. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.